Event description:
It was reported that during an implant attempt, the physician stated that the atrial and right ventricular [rv] leads "had problems" and became damaged during the implant procedure. The physician requested new atrial and rv leads; the replacement leads were successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.